Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 242, 131 and 183 mg/dl. Tests were done within 10 minutes. "Pt had performed 3 blood test, using 3 different fingers" and "mentioned having difficulty getting enough blood and applying alot of pressure to get blood out" pt reported that the "meter and strips within range. Pt did not experience any adverse events. No further info has been reported.